Event description:
It was reported that during a gastrectomy procedure, the ancillary trocar was not pulled out from the anvil shaft. Although the ancillary trocar was eventually separated with forceps, it took about an hour. And the ancillary trocar's shape was ragged. Another device was used to complete case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the cdh25 device arrived in good visual condition. The ancillary trocar was received inside the anvil shaft. The ancillary trocar was removed without any difficulties. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. The anvil half breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however, the knife was noted to have nicks, this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.